Event description:
This lead was capped on (B)(6) 2011 due to an unknown product performance issue. The md reported it was difficult to get the lead out of the device. The procedure took place at (B)(6) with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).